Event description:
In preparation for an endoscopic procedure, a cook 6 shooter saeed multi-band ligator was used. The user was looking to load the line [bands with trigger cord] and the catheter tips [blue hooks of the loading catheter] fell off when trying to load the string. There was no contact with the pt. A new device was used to perform the procedure. This occurred during the loading process; the loading catheter was not located inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter and handle with trigger cord were returned. Both blue hooks were detached from the catheter and not included in the return. The inner diameter of the loading catheter, the length of the loading catheter, and the length of the loading catheter¿s stylet wire were measured and verified to be within the appropriate mfg specifications. No kinks or bends were noted on the loading catheter or stylet wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of cord trigger between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.